Event description:
It was reported that during an iliac stenting treatment procedure, stent migration occurred. The physician was treating a 70% stenosed, eccentric shaped, 8x30mm de-novo lesion located in the moderately tortuous and non-calcified iliac artery. Vascular access was femoral. The lesion was not pre-dilated. This 8x47x45 wallstent was advanced to the lesion and deployed without complications. After deployment, the stent migrated approximately 5mm resulting in the lesion not being completely covered. An 8x38mm wallstent was implanted, overlapping the previously implanted wallstent, to cover the rest of the lesion. A 6x40mm wanda balloon catheter was used for post-dilation. The stent in its final position is fully deployed and well apposed. The physician believes the patient is well protected. There were no further patient complications. The patient status is listed as "stable".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.